Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery gauge dropped from 60% to 50%. The customer's blood glucose level was 105 (mg/dl). Reportedly, after reconnecting the pump to a power source via wall adapter and computer usb port, the customer reported that the alert had not reoccurred.